Event description:
The pt had done a manual exchange earlier with 2500 ml fill. When pt went to perform their treatment with the cycler, pt reportedly received a low drain alarm with 22ml and bypassed the initial drain. During dwell one pt began to fill full and called the customer service center for assistance. Customer service rep assisted with manual drain of 1200 ml. Pt then resumed fill. The pt's primary nurse was contacted in 1/2005 to follow up on event. Primary nurse was aware of event and stated there was no pt injury resulting from this. The nurse stated that prior to the event the pt had not been feeling well and had taken a pain pill making pt confused during initiation of this treatment. The nurse stated that the pt is doing well now and has had no further problems.